Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 3389s-40 lot# va0w5ce implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance wasn¿t determined. The rep requested the physician to remove the extension from the neurostimulator to ensure a good connection and impedances were run again with no resolve. The physician then removed the neurostimulator form the pocket to ensure no twist or bends were present. An impedance check was performed again with no resolution. The impedance issue was on contact 10 and due to it being on one contact the physician decided to move forward and placed the neurostimulator in the pocket and began to close up the patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-op impedance check all contacts came back within normal range. During intra-op testing impedances on contact 10 came back not within normal ranges. No possible factors led to the issue. During the procedure, they took out the right lead and dried and reinserted. Impedances came back high again. They insured there was no twisting or bent extensions on the right extension. The issue was not resolved. The right impedances showed >10k on bipolar contacts 8-10, 9-10, and 10-11. No symptoms were reported.